Event description:
The customer reported that following a diagnostic catheterization procedure, the operator attempted to deploy a vasoseal es. There was a flashback of blood from the sheath following the first collagen plug deployment. Ten minutes after the deployment the pt lost distal pulses in the right foot. The foot became intermittently cold and the pt was taken to vascular surgery where an embolectomy was performed. A mass was located just proximal to the popliteal artery in the right leg and was removed. It appeared to be similar to the shape and size of a collagen plug. The pt's pulses returned and the pt was doing well. No further complications were reported.